Event description:
Additional information received notes that programming changes were performed. The patient was doing fine before, during, and after the changes.

Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. No changes or interventions were reported. There were no patient consequences.

Event description:
Additional information received indicates oversensing noise on the right ventricular (rv) lead resulting in asystole. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was stable before, during, and after.